Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a failed nav-ring. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 16aug2019. Correction: this report was submitted in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.